Event description:
This pt reported to the ER with a hematoma at the implantation site. The pt received anti-inflammatory medication and antibiotics for approximately one week. The system was later explanted and replaced with a competitive system due to high rv thresholds.